Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose levels were not adversely impacted as they remained within normal range, above 54 mg/dl and below 500 mg/dl. To resolve the issue, the customer loaded a new cartridge, and clinical support suggested accessing the in-app cartridge load resource for further guidance. The customer was advised to monitor the situation and contact support if the problem recurred.